Event description:
It was reported during tonsillectomy and adenoidectomy procedure, that the physician was utilizing a coblator ii surgery system and an evac 70 xtra plasma wand. Intra-operative, the physician complained that the wand was weak. Another evac 70 xtra plasma wand was retrieved and again the physician complained that the energy was weak. The procedure was ultimately completed using an add'l electrocautery device. No pt complications were reported as a result of this event.

Manufacturer narrative:
Reference MFR report(s): 3006524618-2012-00659 and 00660.